Manufacturer narrative:
A supplemental MDR is being submitted for additional information received in the medical records. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause for the worsening pvl cannot be determined due to the limited information available. However, it may be related to cardiac remodeling or progression of disease process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical records received, the sapien 3 valve was implanted in the native aortic annulus without difficulty via transfemoral approach. Post deployment echocardiogram showed no paravalvular regurgitation. Approximately 3 years and 10 months post tavr the patient was reported to have subsequently developed a perivalvular leak as well as mitral valve regurgitation and was referred for redo valve procedure. The sapien 3 valve was explanted. A 29 mitris resilia valve was implanted in the mitral annulus, followed by implantation of a 25 lnspiris resilia valve in the aortic annulus with good seating of the aortic valve. The patient was returned to cardiothoracic intensive care unit in serious but stable condition.

Manufacturer narrative:
An intervention of a valve to treat would most likely be either requiring a second valve within the first or explant of the thv valve. The reason for intervention of a thv valve may be due to valve dysfunction (severe or clinically significant pvl, central leak, significant malposition, early/late endocarditis, thrombosis or degeneration) and/or other reasons. These events are considered a serious injury. If additional information is obtained, the code and decision tree will be re-evaluated. The device is explanted for unknown reasons. Although there are multiple roots causes, these cases are not reportable unless there is evidence of a reportable device related malfunction & within 7 years post implantation. Multiple attempts have been made to obtain additional information. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient's procedure op notes of the explant were requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 3 years 10 months post-tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry, a 26 mm sapien 3 valve was explanted approximately 3 years and 10 months post transcatheter aortic valve replacement. The reason for explant is unknown at this time. Additional information has been requested.